Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5145322.

Event description:
It was reported via the food and drug association (FDA) medwatch program that the patient's lead was explanted due to an unspecified performance issue. Further information was not provided.